Event description:
It was reported, the camera head sometimes presented a striped image. There were no reports of patient harm.

Manufacturer narrative:
Associated complaint numbers: (B)(4). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.